Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the tip did not aspirate correctly; the tip seemed to be blocked as it heated up more than usual and caused edema to the patient. They changed out the tip and completed the procedure. The patient is feeling well. This is one of two reports received from this facility.

Manufacturer narrative:
Additional information provided. One phacoemulsification tip sample was returned for poor aspiration that heated up the tip, resulting in edema. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. A visual inspection of the phacoemulsification tip was performed and the tip was deemed nonconforming, based on its use. The threads and flange show heavy wear. The nut corners also show wear with surgical material on the nut surfaces. No foreign material was observed looking into the inside diameter at the distal and proximal end of the tip. The aspiration bypass (ab) hole is totally clogged with what appears to be white transparent surgical material. The phacoemulsification tip was flushed with fluid and the inside diameter had a good fluid pathway. The evaluation does not confirm the aspiration pathway was occluded, but does confirm the aspiration bypass hole was clogged with surgical material. How and when the aspiration bypass hole became closed off cannot be determined from the evaluation. An occluded ab hole may be a contributing factor to generate heat if the distal tip becomes temporarily closed during its surgical use. If a phacoemulsification tip is reused, the ab hole could become occluded from surgical material from a previous surgery. Aggressive machine settings can result in a higher probability for a phaco tip to become clogged during its use. No specific action with regard to this complaint was taken because the exact reason for the complaint issue cannot be determined. Phacoemulsification tips are 100% visually inspected by trained operators during the manufacturing process. Phaco tips are a single use device and are not recommended for reuse. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).